Event description:
It was reported that the patient presented with discomfort and swelling of the left arm, which was visually confirmed upon entering the clinic. The swelling and discomfort were noted to be due to occlusion caused by the right ventricular and right atrial leads. The occlusion and associated swelling were directly related to the original pacemaker implant. The occlusion was confirmed via venogram with x-ray. Both the leads were explanted and replaced on the right side, the pacemaker remained implanted after the reoperation. The patient was in stable condition.